Manufacturer narrative:
Alleged failure: insulation of the serfas handpiece loosened. The failure identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4)

Event description:
It was reported that a piece of insulation remained inside of the patient.

Event description:
It was reported that a piece of insulation remained inside of the patient.

Manufacturer narrative:
Alleged failure: insulation of the serfas handpiece loosened. The failure(s) identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.